Event description:
Rn reported a home patient (hp) with a leak in her transfer set located in the area of the twist clamp. The rn changed the transfer set and the homepatient reported the same issue again on 3/18/99. Again the rn changed the transfer set. Per the rn, there was no pt injury or medical intervention related to these incidents.